Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -16.5/3.0/090 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(4) 2022. The surgeon reports the lens had tore during injection/delivery into the eye with lens dislocation/subluxation. It was additionally noted there is a planned exchange due to the patient experiencing diplopia. There was no patient injury. Lens remains implanted. The cause of the event was reported as unknown. Problem is not resolved.

Manufacturer narrative:
(B)(4). Claim#: (B)(4).